Event description:
It was reported that the user, who typically uses a dexcom g7 with an older ilet pump, received freestyle libre 3 plus sensors instead, and multiple attempts to scan with available phones failed, resulting in loss of cgm integration and operation in bg-only mode; a fingerstick measured blood glucose of 269 mg/dl and blood glucose was reported as affected. Symptoms included hyperglycemia. Outcomes included temporary loss of automated cgm-driven insulin modulation and reliance on fingerstick management. Investigation included technical support guidance for supply change and confirmation of cgm incompatibility and nfc scanning failures. Investigation of this case revealed that the user¿s supplied sensors were not compatible with the system in use and that available phones lacked functional nfc capability for scanning. It was concluded that the event was related to use error and supply mismatch rather than a malfunction of the ilet pump. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.